Event description:
Procedure type: nephrectomy. According to the reporter: the balloon broke prior to use. Used another. No bleeding. No tissue damage. Nothing fell into cavity. Patient status: ok, no other patient info available. Extended or time: unknown. No patient injury was reported.